Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating and that the insulin gauge was inaccurate. The customer's blood glucose was 75 mg/dl. The customer continued to use the pump for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified, however the alleged insulin gauge issue could not be verified.